Manufacturer narrative:
The hill-rom tech found the brakes not holding due to the brake pads needing to be adjusted. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed preventative maintenance on this bed. The tech adjusted the brake pads to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the brakes are not holding. The bed was located at the account in the basement. There was no pt/user injury reported. (B)(4).